Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open colectomy procedure, 3 days after the procedure the patient experience leak on the anastomosis. To resolve the issue dvt (deep vein thrombosis) prophylaxis was performed so they did not require blood transfusion and eventually bleeding stopped.